Manufacturer narrative:
Taper ii. The product associated with this report will not be returned as the access port was not explanted with the lap-band system. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the complaint was asked to indicate the product serial number, explant date, implant and explant surgeons. The info has not yet been received by allergan. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of dehydration as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after restriction procedures."

Event description:
Event reported via voicemail by pt, "...however a week ago, I had to have another surgery because my band slipped and currently my band is still inside, but released. I'm wondering if you guys have any info about when the band is put back on, what are the risks of the band slipping again. What do I need to do to minimize those risks." F/u findings: "the pt explained that he has been vomiting the "last 6-12 weeks", and "visited the local ER three times" and "finally stayed one week in the hospital to get re-hydrated" (based on his fluid loss-vomiting over extended time). He further explained that he had seen a surgeon and barium studies were performed and x-rays taken. According to the pt the surgeon mentioned that the pt apparently had a band slippage and the band section needed to be removed -surgery was performed and the port section including tubing remained in place. The pt did not want to provide any add'l info.